Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with preoperative diagnosis of spinal canal stenosis and kyphosis underwent oblique lumbar interbody fusion (olif). Intra-op, when the spinal cage was tried to be inserted in l1/2 using inserter, it broke near the entrance. Since the intervertebral segment was very tight, the cage was hammered with slightly strong force. The intervertebral disc was so narrowed that a cobb could not be installed on the other side. As ribs and peritoneum disturbed insertion of cage, the cage could not be inserted parallel to the intervertebral disc. The surgeon inserted cage from the caudal side to the cranial side, and cage was broken. This was explanted. Even trial was not carried out. Then, new cage was prepared. In this time, trial was conducted and the tab of the inserter was inserted all the way. As a result, the new one could be inserted successfully.

Manufacturer narrative:
Product analysis: visual and microscopic examination identified a ~4mm portion of the top face of the implant, which interfaces directly with the inserter. Optical and microscopic examination of the returned portion of the implant identified a brittle fracture with rays emanating from the root of the thread tooth, and witness marks on the top face of the implant, consistent with significant force during attempted implantation. If information is provided in the future, a supplemental report will be issued.